Event description:
It was reported that after implant procedure while still in the procedure room that there was loss of capture and loss of sensing on both the right ventricular (rv) lead and atrial lead. There was also high pacing impedance and high defibrillation impedance on the rv lead. The pocket was immediately reopened and the physician noted under fluoroscopy that both rv lead and atrial lead had dislodged. The physician elected to reposition the leads. The patient was stable following the procedure.